Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/15/15, 3/22/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the acetabular cup moved to vertical. Component stickers show that only 2 depuy screws were used and 2 competitor screws. Unknown hip changed to acetabular cup and head, liner, and screws added to complaint. The complaint was updated on: apr 1, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/11/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 29, 2016.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/20/2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort in hip and groin, mobility difficulties, limping, implant noises: clicking/squeaking/grinding; difficulties with adls. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges that patient was re-implanted with pinnacle for a second time on her right hip. She has continued to experience severe pain, weakness, decreased range of motion, and difficulty with activities of daily living.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.